Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, moderate aortic regurgitation with a murmur was reported. Seven days following the valve implant, the patient died. The cause of death was not received. It is unknown whether an autopsy was performed. It was reported that during the procedure, the mitral and tricuspid valves were also replaced. Note: the surgeon is an experienced surgeon who checked the valve before implant and found that the valve looked normal with no defects on the leaflet. The valve was sutured with ticron 2-0 with a pledget, interrupted stitches and supra annular technique. Post implant, echocardiogram showed mild-moderate aortic regurgitation (ar). The following day moderate to severe ar was still present. The surgeon has never used the valve before and is asking about the suturing technique.

Manufacturer narrative:
Medtronic additional received information that the physician stated the cause of death was cardiac failure. It was reported the patient had endocarditis prior to the valve replacement and had been treated with antibiotics for more than a month. If information is provided in the future, a supplemental report will be issued.